Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose"

Event description:
It was reported that on an unknown date during an unknown procedure the tip of the instrument fractured. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fractured threads. However, a conclusive root cause of the event could not be determined. Further investigation was initiated to address the reported issue. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance."